Event description:
The customer contacted beckman coulter inc (bec) in regards to obtaining higher than expected accutni results within the risk stratification range and above the acute myocardial infraction cutoff for four patients generated by the access2 immunoassay analyzer. The erroneous results were not reported out of the laboratory and the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The samples were repeated on the same instrument and alternate instrument and lower results within the normal reference range were obtained. The laboratory's repeat protocol is to re-centrifuge the sample for ten minutes at 7500 rpm and re-analyze in duplicate from a sample cup. The customer stated to customer technical support (cts) that they are not questioning any other assay's results at this time and there were no errors posted to the event log in conjunction with this event. The accutni samples were collected in a 13x100mm lihep plasma tube and centrifuged for eight minutes at 3000 rpm. The customer stated to cts that the sample was a full draw with no evidence of fibrin. All four levels of accutni qc have been performing within the customer's established ranges. Specific qc data from the around the time of the event has not been supplied to date. The customer performs all four levels of accutni qc every eight hours. System check information has not been supplied to date. On (B)(4)-2011, a bec field service engineer (fse) performed a high sensitivity system check which passed within instrument specification. The fse performed: a 50 replicate precision test using the low level accutni qc material; all results were within the precision expectations of the assay. Major pm on the instrument. An additional high sensitivity system check, which passed within instrument specifications. Assay qc which passed within the customer's established ranges. On (B)(4) 2011, a full evaluation on the instrument with the national hardware specialist; no issues were noted. A definitive root cause has not been determined to date for this event.